Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the insulin pump is alarming no delivery. Customer stated she hasn't been receiving insulin for two days. The customer stated they woke up sick with high blood glucose and treated with manual injection. The customer's blood glucose was unknown. Customer declined to do high blood glucose troubleshooting. The customer was advised the pump will be replaced and revert to back up plan.